Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Customer's blood glucose level was between 100 and 200 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.